Event description:
This is filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation with a grade of 4. It was noted that visualization during the procedure was difficult due to the equipment and balloon pump. However, one clip (xtw) was successfully implanted. A second clip delivery system (cds)(20309r140) was advanced into the patient anatomy and the leaflets were grasped at the medial side of a2p2. Resistance was noted while removing the lock line. A knot in the lock line was suspected to be down in the catheter portion of the cds. Troubleshooting attempts were unsuccessful and the decision was made to remove the device. While attempting to remove the clip it opened 90 degrees. Troubleshooting was performed to pull the clip flush against the guide catheter and surgical intervention was performed to remove the clip from the femoral vein. The cds was replaced and the procedure continued. An additional clip (xtw) was successfully implanted medially to the first implanted clip. A fourth clip (20329r253) was also implanted. However, following deployment it was noted that the clip had shifted and detached from the the posterior leaflet (single leaflet device attachment (slda)). The clip appeared to remain stable and the procedure was complete. The final mr grade was reduced to a grade of 2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip delivery system referenced in the event is filed under separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution was due to equipment and balloon pump; therefore, attributed to procedural conditions. The single leaflet device attachment (slda) appears to be related to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling.